Event description:
It was reported that a user experienced hyperglycemia of unclear cause while using the ilet, with a reported glucose value of 270 mg/dl; troubleshooting and education were completed. Symptoms included elevated blood glucose. Outcomes included no reported injury beyond the episode of high glucose. Investigation included a review of device use, user-reported history, and troubleshooting actions. Investigation of this case revealed no confirmed device malfunction or component failure, and no specific contributing factor was identified. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.